Event description:
Per received medwatch uf report# (B)(4): "the pt was scheduled for inferior vena cava (ivc) filter removal in the operating room. After multiple and prolonged attempts to snare the filter hook, I was again unsuccessful in doing so. The ivc filter collapsed and couldn't be pulled out with the snare. The snare to remove the filter became tangled in filter. The filter was unable to be pulled out of the ivc and the snare was unable to be removed. The snare and sheath were left in the right jugular and the pt was sent to ICU post procedure. The pt was brought to special procedures the next day to attempt retrieval of both snare and ivc filter and the physician was unable to remove either device. The physician then cut off the snare with wire clippers at the svc. The pt remained hemodynamically stable with vital signs and sedation during the whole procedure. The physician talked to the pt and a family informing them of the events."

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The device history record and complaint database could not be reviewed as the user did not provide a lot number. Merit learned on (B)(4) 2011 that the user stated one of the snare loops was caught on one of the ivc filter legs and the physician was unable to separate them. The pt and physician moved to radiology lab so the physician could continue to try to free up the devices. The physician noted the ivc filter had been pulled out of its original position and the top of the filter looked to have penetrated through the ivc from forceful pulling on the filter. The physician stopped removal attempts at that point. The physician pulled the snare tight and cut the snare wire. The wire then pulled back into the pt below the skin and was left in the pt. It was reported this was a result of physician error and that this was not because the device failed. Additional attempts for info were made on (B)(4) 2011 with no success. A f/u report will be submitted if more info becomes available.